Event description:
It was reported that when the patient presented in-clinic for a follow-up, marker anomalies such as an hlvi box and a charging marker even though no testing was being performed were observed on real-time egm. Patient has an lvad. Telemetry interference was suspected. No symptoms were reported. The patient will continue to be monitored.